Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer experienced a ¿high¿ blood glucose (bg) value (specific bg value was not provided). Customer administered a manual injections to address bg. Customer continued to use the pump for insulin therapy.